Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) followed instructions for clearing the error in the patient at home guide. The home patient (hp) had already disconnected and removed the cassette. The hp would notify the peritoneal dialysis nurse (pdn) in the morning. The error cleared and the hp was ending therapy. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240. Per the hp, he feels the alarm occurred after he noticed the supply bag was empty. The hp stated the technical service representative (tsr) assisted him to do a manual drain and he did not set up again that night. The hp discarded the supplies and the lot number was not known. The hp stated he followed up with the peritoneal dialysis nurse (pdn) about the alarm. The hp resumed therapy the following night on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.